Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, right atrial (ra) lead dislodgement was observed. X-ray imaging was performed and confirmed the ra lead dislodgement. The event was resolved by repositioning the ra lead. The patient was in stable condition.